Manufacturer narrative:
(B)(4).

Event description:
Customer reported the cuff didn't inflate during testing before patient use. A new device was opened for use. No patient involvement reported.

Event description:
Customer reported the cuff didn't inflate during testing before patient use. A new device was opened for use. No patient involvement reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 5-10114 et tube, cf,7.0 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was unable to stay inflated. The et tube was submerged under water and an attempt to inflate was made to detect any leaks. Upon injection, the et tube leaked from a hole in the cuff. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." "Deflate cuff prior to repositioning the tube. Movement of the tube with the cuff inflated could result in patient injury or in damage to the cuff requiring a tube change." The reported complaint of "non-inflation during test" was confirmed based upon the sample received. The returned et tube was found to have a hole in the balloon cuff which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.